Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Technical services discussed the option to have data from this device analyzed. No adverse patient effects were reported.